Event description:
It was reported that during a hand assisted sigmoid colectomy procedure, the device tore. Used a new second and third one and both tore as well. A fourth one was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/09/2008. Info anticipated, but unavailable at this time.